Event description:
The nurse started magnesium sulfate IV at 1710. The IV medication was supposed to run one hour. The pump was programmed for one hour. The nurse was in the room with the patient for about five minutes when the nurse happened to look at the medication and it was gone. The nurse immediately stopped the pump, assessed the patient and went and got the charge nurse. The IV pump, tubing, and medication was saved. The nurse took vitals on the patient. Blood pressure was 129/72, pulse 79, respirations 18 and saturation was 99%. The nurse talked with the md and ordered a magnesium level to be drawn by the lab. The nurse ordered a new pump and saved the other equipment to be inspected.